Event description:
On (B)(4) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings: there were missing segments observed in the display. The pump was opened and there was no visible damage observed to the display screen. The pump powered on with a test display screen, and the display was functioning. The battery compartment was cracked. Unrelated to the initial complaint, the display screen was dim and discolored.